Event description:
Distributor reports end user was injured on their right thumb from a glass splinter which punctured through the directcheck quality control during activation of the control vial. End user flushed the wound immediately with water and disinfectant. No report of serious injury, or administration of medical treatment. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4).